Event description:
A pt service rep (psr) contacted zoll customer support while assisting a (B)(6) old male pt to report that the pt's monitor would not power on. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is currently underway. The reported problems (will not power on) is still under investigation. As received, the monitor would not power on. A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective monitor. The pt received a replacement monitor.